Event description:
It was reported that the atrial lead dislodged during the ventricular lead repositioning. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.